Event description:
According to the reporter during a laparoscopic nephrectomy procedure, the first handpiece had bent shaft 5 cm away from the jaw. The second handpiece jaws did not want to open anymore after using the hook at the end of the procedure. The knife was stuck and there was no tissue between the jaws. The nurse tried afterwards to open the jaws with force. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Correction: b5. Additional information: g3, h6 (fdr - c19). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic nephrectomy procedure, the handpiece jaws did not want to open anymore after using the hook. The knife was stuck. The nurse tried afterwards to open the jaws with force. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the end of a laparoscopic nephrectomy procedure, the handpiece jaws did not want to open anymore after using the hook. The knife was stuck and there was no tissue between the jaws. The nurse tried afterwards to open the jaws with force. The other handpiece had bent shaft 5 cm away from the jaw. A new handpiece was used and it worked fine. There was no patient injury.

Event description:
According to the reporter, at the end of a laparoscopic nephrectomy procedure, the handpiece jaws did not want to open anymore after using the hook. The knife was stuck and there was no tissue between the jaws. The nurse tried afterwards to open the jaws with force. The first handpiece was bent. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot #unknown). Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: lot number of the bent handpiece lf5637, ligasure lf5637 retractable l hook (lot # 50290313x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws was difficult to open and the knife blade did not retract. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.